Event description:
Customer reported the insulin pump kept alarming no delivery for two or three weeks. Customer has been experiencing high blood glucose of unknown value, treated with manual injections. Customer stated the alarms were resolved with a complete set change. Troubleshooting was not performed due to past event. Customer stated the device was under delivering insulin. Customer's blood glucose was 304 mg/dl, treated with manual injections. Customer's symptoms were nausea and vomiting. Customer contacted doctor and informed him to get the device checked. Phone call was disconnected and troubleshooting was not completed and was unable to reach customer. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.